Event description:
"Blood leak problems with this lot of f8 dialyzers over past two weeks." Requested further complaint info. 2/3/1999 health care professional left info; there were two "large bloodleaks" with blood visualized in the dialysate. 2/9/1999 spoke with health care professional who confirmed blood losses of 240 cc (or the volume of the extracorporeal circuit) for each event. There were no complications or adverse effects as a result of the reported leaks and no medical intervention was required. Have requested pt info for each event for MDR filing (MDR filed due to blood loss reported.) No samples are available. 3/2/1999 pt info and event date reported by health care professional. Hematocrit reported as stable and no adverse effects were experienced by the pt.